Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the display was blank. It was stated that the original backlight inverter printed circuit board assembly (pcba) was left in the unit and disconnected as it was no longer needed for previous repairs. The remote service engineer (rse) advised the customer to reconnect the backlight inverter pcba to resolve the reported issue. The customer confirmed that reconnecting the backlight inverter pcba resolved the reported issue. The customer reconnected the backlight inverter pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.